Event description:
Twice it has happened. New user of the dexcom g6 continuous monitoring system. To start, received the following: 2 transmitters, 3 sensors, and a receiver. Installed 1st sensor and transmitter. After about 4-5 days, got error messages regarding the transmitter not working (it's supposed to last 3 months). Though it might have actually been a sensor problem, so attempted to pair with a 2nd sensor, but this did not work (the new design does not allow for troubleshooting a sensor/transmitter problem). Installed the 3rd sensor paired with the 2nd transmitter. Again, after about 4-5 days use, got the transmitter is not working message. The info screen currently shows that the battery life of the transmitter is ¿ok¿. So after approximately 10 days of use, I¿m out a month¿s supply of sensors, and 6 months use of transmitters. Poorest quality versus the advertising.